Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to implanting the flixene graft, the physician observed that saline was weeping excessively through the graft wall while flushing. No patient harm was reported.